Event description:
It was reported that the patient has high impedance. No known surgical intervention has occurred to date. No additional relevant information has been received to date.

Event description:
The patient&#39;s lead was replaced due to high impedance. Explanting facility &#39;s protocol is to discard the explanted device therefore the device is not available for analysis.